Event description:
The customer contact reported blood in the cassette. The primary tubing set was primed with normal saline and was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a clamped unspecified secondary blood tubing set was connected to the secondary port on the cassette of the primary tubing set for the piggyback delivery of an unspecified volume of leukocyte reduced packed red blood cells (lrbcs). The customer contact reported that the cassette of the primary tubing set was loaded into a plum pump. At this time, the pump alarmed for an unspecified alarm and the nurse noted blood inside the bottom of the cassette of the primary tubing set. The primary tubing set and the pump were replaced and the therapy was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.